Event description:
It was reported that an asymptomatic patient presented to the clinic follow up, review of stored egms showed post paced t-wave oversensing. Re-programming the device sensitivity was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.